Event description:
It was reported that about a year ago, the patient underwent surgery for an artificial urinary sphincter implant. During that surgery, the surgeon injured the bladder while implanting the pressure regulating balloon (prb). The surgeon had already placed the cuff on the patient, so he aborted the case, leaving the cuff implanted, but no prb or pump. The patient saw another surgeon who decided to operate, explanting the cuff that was in place and implanting a new cuff, pump, and prb. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that about a year ago, the patient underwent surgery for an artificial urinary sphincter implant. During that surgery, the surgeon injured the bladder while implanting the pressure regulating balloon (prb). The surgeon had already placed the cuff in the patient, so he aborted the case, leaving the cuff implanted, but no prb or pump. The patient saw another surgeon who decided to operate, explanting the cuff that was in place and implanting a new cuff, pump, and prb. No further patient complications were reported.